Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (date). The patient's blood glucose levels reached 392 mg/dl. Symptoms reported include hyperglycemia, cotton mouth, muscle aches and dehydrated. The patient reports their pod had expired and the patient had not back up treatment. The patient reports they had lost their controller. Once at the hospital the patient was treated with intravenous fluids as well as an insulin drip and manual injections of insulin. The patient was discharged from the hospital the following day. The patient reports they ended up downloading the op5 application to their phone and their doctors office is assisting the patient with their settings.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: omnipod software app version: operating system: hardware: cgm sensor type: